Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an unspecified "disconnected" malfunction occurred. On 08/24/2023, per via social media post, it was reported that the patient experienced a malfunction which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient reported that the ¿update would not work on her new phone¿ and that when she woke up at 6 am at 57 mg/dl, ¿it was disconnected¿, and that ¿it did not tell her the pump is set to vibrate¿. The patient experienced not being able to see straight, lost speech and the use her leg. The patient did not report any treatment that would have been given, she only stated that she lived by herself. At the time of the report no other patient or event details were available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.